Event description:
During placement of the endovascular iliac leg grafts, the physician noted that the planned devices would not achieve the desired landing site in the iliac artery. An iliac leg graft was used to extend the contralateral leg and land the device at the intended location in the iliac artery. Since the measurement of the leg length for both the ipsilateral and contralateral side was mis-calculated, the physician used available components to best resolve the situation. An iliac leg extension was used to extend the limb of the main body graft and land the initial leg graft at the desired location. Final angiogram did not view any signs of an endoleak.